Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the battery in the controller has gone out. Caller states the patient doesn't feel good today. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery and confirmed green light was blinking on the controller. During call the patient had trouble finding all the pieces and couldnt locate the ac power at first. Pt was not aware he had to charge the controller and agent reviewed thats why controller could be depleted. Caller then connected recharger and the controller did not power on. Agent reviewed controller needs to be charged first and then can charge the ins. The issue was resolved through troubleshooting. Caller mentioned the patient has memory problems and when he is in pain does not remember things. Caller states the patient might have some dementia. Agent wanted to update that the caller mentioned they have been sent equipment in the past and states the controller had locked up and that was figured out over phone. Pt rep called back stating they troubleshooted with the previous agent and had the controller plugged in for 4 hours and the battery pack did not get charged. Pt rep said the battery with a little man icon (ins battery) was charged but the controller battery did not get charged. Pt rep said the light was blinking when controller was plugged in and then stopped blinking. An email was sent to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory h3: analysis of the battery pack found device scrapped due to failed cycle count should be 150 reads 161. Scrapped due to failed full charge capacity should be >1350mah reads 1341mah. Scrapped due to broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.